Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reading erratic when testing with blood. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The alleged issue began on (B)(6) 2011 at approximately 4:00 am. The patient claimed she woke up to go to the bathroom and was stumbling upon her return. She also stated she was experiencing symptoms of "seeing yellow spots, and slurred speech." Her husband advised her to check her blood glucose since she seemed 'low'. She stated that she tested on the subject meter and received a reading of '142 mg/dl' which she felt was high compared to her feelings but did not treat eat or drink anything due to the alleged high result. The patient said she took no other action and went back to sleep. She claimed she woke up at 5:30 am and retested using the subject meter and received a value that was still 'over 100 mg/dl' but could not confirm the result. The patient reported that her symptoms became progressively worse and at 7:30am that same morning. The patient complained of "blurred vision, diarrhea, vomiting, headache and was not able to think straight." The patient stated she could not eat due to the vomiting. She reported her daughter called her on the phone just as she was symptomatic and advised her to drink some ginger ale. The patient stated she felt a little better after drinking the ginger ale, and was eventually able to eat. The patient manages her diabetes with humulin insulin using an insulin pump on a sliding scale and tests her blood glucose 5-7 times a day. She denied making any changes to her insulin dosage at the time of the alleged symptoms. The patient stated she tested her blood glucose a few times again that morning on the subject meter and received blood glucose values of "103 mg/dl" at 7:30 am, '125 mg/dl' at 8:30am and '242 mg/dl' at 10:30am. The patient couldn't confirm if she consumed the food and drink before or after the 7:30 am blood test. The patient denied performing a blood test on another device. At the time of troubleshooting, the cca noted that the sample was obtained from the same approved sample site. The subject meter's unit of measure was set correctly. The patient did not have any control solution at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was experiencing symptoms suggestive of hypoglycemia but due to the alleged high readings she received on the subject device, there was a delay in self-treatment which led to a serious injury after the alleged issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k062195.